Event description:
This patient is enrolled in a (B)(6) study comparing the gore tag thoracic endoprosthesis and best medical therapy (bmt) to bmt alone in the treatment of acute uncomplicated type b aortic dissections. Bmt, as defined per protocol, is the regimen of anti-hypertensives used to maintain blood pressure below 125/80 mm/hg. The actual regimen is at the discretion of the investigator. On (B)(6), 2010 the patient was implanted with a gore tag thoracic endoprosthesis as part of the (B)(6) study. On (B)(6) 2012, the patient presented with subclavian-steal syndrome with arm claudication (branchereau iii). On (B)(6) 2012, a transportation procedure was performed. The patient tolerated the procedure and was discharged on (B)(6) 2012.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.